Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported issue and found it was due to deterioration of the angulation mechanism by rust. In addition, service found fluid ingress to the operation part, up/down plate, light guide bundle, and the universal cord. Switch #2 was not functioning due to damage from external factors. The rotation mechanism indicator was peeling and dirt was observed on the rotating mechanism. Scratches were observed on the corrugated tube boot of the insertion part due to external factors. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the angulation of the subject device became locked and they were unable to disengage. There was no report of patient or user injury due to the reported issue. Additional details have been requested regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inner metal corrosion due to fluid invasion as a result of scope¿s watertightness destruction. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including the usage environment. Olympus will continue to monitor field performance for this device.